Manufacturer narrative:
(B)(4). Physio-control reviewed the copy of the code summary that the customer provided and observed that none of the segments contained clean ECG tracing for the shock advisory system to analyze. Each segment contained wall to wall artifact, consistent with poor therapy electrode adhesion to the patient. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was due to the user failing to properly adhere the therapy electrode to the patient's skin. The device was not returned to physio-control for an evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while their device was in AED mode, the device did not advise to shock. The doctor felt the device should have advised to shock the patient, as the patient was in ventricular tachycardia. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.